Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, it was reported that the patient's pump was moved from his front to his back. The patient had lost weight (unrelated to the infusion system), so he wanted the pump moved to his back. During the procedure, the hcp disconnected the pump segment of the catheter and then cut the spinal segment removing 51 cm from the spinal segment. The pump segment was 27.9 cm, the remaining spinal segment was 35.4 cm, and 10.2 cm of a new spinal segment was added for a new catheter length of 73.5 and catheter volume of .162 ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.